Manufacturer narrative:
Product available to stryker; device evaluated by mfg. An event regarding seating/locking issues involving a accolade broach was reported. The event was not confirmed. A visual inspection noted that the device was returned in used condition. Damage consistent with in-service use was observed on the superior end of the broach. A functional inspection was performed with the returned handle and broaches. The broaches locked and held onto the broach handle as intended. The removal of the broaches were detached with a little wiggle and minimal force. Examination of the returned device with material analysis engineer indicated "in service use damages observed on the broach handle." Medical records received and evaluation: not performed as there were no medical records. Review of the device history records indicate devices were manufactured and accepted into final stock no reported discrepancies. There have been no other events for the lot referenced. The reported event could not be confirmed as the functional inspection found that the broach locked and held onto the broach handle as intended and could be removed/detached. If additional information become available, this investigation will be reopened.

Event description:
During surgery, the surgeon struck the broach directly after the detachment of the handle. The connection part of the broach deformed and the handle did not attach to them. The surgeon attached the handle to them forcibly, and the handle broke as well.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During surgery, the surgeon struck the broach directly after the detachment of the handle. The connection part of the broach deformed and the handle did not attach to them. The surgeon attached the handle to them forcibly, and the handle broke as well.